Manufacturer narrative:
Product ID 3998, lot# v011552, implanted: 2007 (B)(6); product type lead product ID 3708240, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 37752, serial# (B)(4), implanted: 2007 (B)(6); product type recharger product ID 37742, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was rushed to the hospital when his gallbladder burst. When this happened the hospital had to turn the implantable neurostimulator (ins) off for surgery. After surgery, the ins was turned back on because, he was in so much pain but be quickly turned it to a low setting or had it off because of the way it was affecting his nerves and was also bothering his incision site. ¿all my nerves were damaged from the surgery,¿ so the patient kept it low but a few times he ¿cranked it up¿ because, he was hurting. It was noted, he had to go to physical therapy and hang upside down every day but after the surgery regarding his gallbladder he was told not go to physical therapy and hang upside down. The patient stated so your body kind of shrinks up, but when the patient did that the ins affected him differently which the patient related to him not being able to go to therapy and his muscles tightening up. The pain had gotten bad enough that the patient was given permission to go back to therapy and hang upside down. The patient also noted that the ins wasn¿t working it was supposed to and it seemed that stimulation had to be increased higher than normal; he didn¿t know if maybe the drugs that were provided to him in the hospital ¿screwed up his pain tolerance¿ or what. When stimulation was adjusted in bed it ¿shocked the heck¿ out of him. It was noted that these issues should be addressed by the physician but the patient had not seen the physician in over a year and when he needed reprogramming he just met the manufacturer¿s representative (rep) at his regular doctor¿s office. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.